Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels over 500 mg/dl. Reportedly, there was an unknown issue with the bolus feature of the pump resulting in insulin delivery issues. Additionally, an incomplete bolus alert occurred during the event. The customer delivered a correction bolus, administered insulin therapy via an insulin pen, and changed the cartridge and infusion set to initially treat the high bg. The customer was subsequently hospitalized on (B)(6) 2023 where healthcare providers disconnected the pump and provided insulin therapy via an insulin pen to address bg. Customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.